Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 433 mg/dl. The customer planned to treat her high blood glucose with the insulin pump. She believed there was something wrong with the insulin pump. She needed assistance priming the insulin pump. The device was not returned.